Event description:
The cus reported that the "alarming from monitor was missing". It is not clear what kind of alarm was missing. The pt needed emergency treatment (CPR). The pt is now stable.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more info concerning this event.